Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service engineer (fse) went on-site to evaluate the suspect device. The fse reported there was no leak detected with the suspect device; therefore the reported issue was unable to be duplicated. At this time, carefusion has not received any suspect device/component for evaluation.

Event description:
The customer reported while using the vela ventilator; the end-user can hear a leak on the inside of the unit. The customer reported there is no patient involvement associated with the event.